Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pipe (tubing) of a prismaflex st100 set broke and leaked fluid. This occurred during setup and preparation for hemodialysis treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The photograph and video were reviewed and the effluent line was observed leaking at the level of the connection with the pod. The reported condition was verified. The cause of the condition is supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.